Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, after confirming the final trial, the stem was driven in, but it floated about 2 mm, so it was driven in hard. Although a suspicious shadow was confirmed by postoperative x-ray, it was decided to follow up the patient. The next day, we suspected mobility and confirmed it with x-rays and CT. A fracture was found. In addition, he developed hypertensive encephalopathy and cardiac disease, and his dementia is difficult to control. It was determined that reoperation was not possible. He is now wearing a protective hip brace and will be loaded in at least 8 weeks. The patient does not complain of pain, but we believe it is due to dementia. (B)(4).